Event description:
It was reported that a malfunction alarm occurred, but no notable events happened prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information and guided the caller through the reset process, after which the malfunction alarm did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which the caller understood.